Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A magnetic resonance imaging (MRI) showed an empty balloon. As a result, the device was explanted and replaced. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem. Model number/catalog number: 72400162. Serial number: n/a. Batch/lot number: 1100101642. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400098. Serial number: n/a. Batch/lot number: 1100448214. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4), and for cuff is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A magnetic resonance imaging (MRI) showed an empty balloon. The device remains implanted and a replacement surgery is planned. No additional information reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is(B)(4) and for cuff is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A magnetic resonance imaging (MRI) showed an empty balloon. The device remains implanted and a replacement surgery is planned. No additional information reported.